Event description:
It was reported that the patient experienced a shocking or jolting sensation. A week after implant on (B)(6) 2012, the wires came loose and the patient experienced shocking in her butt. The patient reported that she had two devices and it was the ¿occipital stimulator¿ that was implanted in her back that shocked her. When asked what happened the patient stated she had no idea but went to the healthcare provider (hcp) and he fixed it. Following this report the manufacturing representative (rep) reported that impedance checks were performed on both systems and they were normal and believed to be working. The patient was getting greater than 50% therapy relief. The rep was unaware of any loose wires or jolting and was not at the procedure. Unrelated patient programmer not working event captured in (B)(4).

Event description:
It was reported that the patient lost stimulation on both sides. The patient also had been complaining of burning at the pocket site for a couple of days. The patient was taken to the operating room. In the pre-op area, 4 of the 16 electrodes had impedances of greater than 40 ,000 ohms. The remaining 12 electrodes had impedances between 20,000 and 30,000 ohms. The physician opened the device pocket and both leads were found to be completely out of the stimulator. Extensions were added to provide extra slack in the pocket and the leads were reconnected. Impedances were within normal limits. The patient was programmed in recovery and found to have excellent coverage at low amplitudes.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 3777-75, lot# serial# (B)(4), implanted: (B)(6) 2012, explanted: product typ lead product ID 3777-75, lot# serial# (B)(4), implanted: (B)(6) 2012, explanted: product typ lead product ID 37754, lot# serial# (B)(4), implanted: explanted: product typ recharger product ID 37744, lot# serial# (B)(4), implanted: explanted: product typ programmer. (B)(4).